Event description:
It was reported to st. Jude medical that the lead was replaced due to pacing lead impedance being out of range and noise on the egms. Noise was not reproducible. The decision was made to replace the lead. During revision, a lesion was noted on the lead body.